Event description:
Patient reported left side "two nodules appeared in the left breast." "Breast cancer in left breast" not device related, "device has flipped," and "patient presents a lymph node enlargement (cancer affected the lymphatic system and lymph nodes under the arm [as reported])" not device related. Patient representative reported "feeling pain, in addition to the fact that ... Breast was drooping," "aesthetic damage," "risk of developing breast cancer," being "ashamed of the damage to [their] body, with [their] breasts not firm and sagging," "psychological shock," patient "feels anxious and has symptoms of discouragement. As if the whole psychological issue were not enough, the patient is still at risk of acquiring breast cancer, due to the prosthesis that should be removed due to the recall," "implant was rotating," there was the presence of ¿giant lymph node enlargement," and "the diagnosis of triple negative invasive breast carcinoma." The device remains implanted.

Manufacturer narrative:
(B)(4). The earliest identification of symptoms were reported via ultrasound dated (B)(6) 2021 when "multiple lymph node enlargement is noted in the left axillary region, measuring up to 4.7cm" was reported. This date can be considered the onset date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "two nodules appeared in the left breast."